Manufacturer narrative:
The visual evaluation showed that two of the upper bolts were loose. The patient fell but there were no serious injuries sustained as a result of the fall. No medical treatment was needed.

Event description:
Knee joint was sent in for repair. According to information provided by the customer the bolts were loose. Patient fell, but there were no serious injuries sustained as a result of the fall. No medical treatment was needed.